Event description:
This pt was enrolled on the heat trial a (B)(6) clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a(B)(4) yr old female who presented with a subarachnoid hemorrhage caused by a ruptured basilar tip aneurysm. The aneurysm was coiled on (B)(6) 2013. The pt had a neurological decline and ultrasound demonstrated vasospasm. The investigator took her back to angio suite for emergent angioplasty and verapamil infusion. During the procedure it was determined that the aneurysm was not fully occluded, and the investigator decided to deposit 3 more coils. Microvention - hydrocoil 10 lot#: 120911h9 ref#: (B)(4) 2mm/2cm. Microvention - hydrocoil 10 lot#: 120911h9 ref#: (B)(4) 2mm/2cm. Microvention - hydrocoil 10 lot#: 120829hs ref#: (B)(4). On (B)(6) 2013, she was re-evaluated with a diagnostic angiogram for vasopasm and was treated once again with intra-arterial verapamil infusion. Pt continued to decline neurologically. After further monitoring, evidence of small lacunar infarcts and evolving stroke were demonstrated. Reason for use: vasospasm.